Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device would not accept the burr was confirmed. An assessment was performed which found that the bearings were worn out and loose. It was determined that worn and loose bearings created a situation where the cutter was difficult to insert. It was further determined that if a cutter was able to be inserted with this type of damage and the device was ran, it would have caused vibration from the damaged bearings. The assignable root cause was determined to be due to worn damaged bearings which were no longer in axial alignment due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device would not accept the burr device. During in-house engineering evaluation it was found that the bearings were worn out and no longer in axial alignment making insertion of the cutter difficult and causing vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient or user injury was reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.